Event description:
It was indicated that the cuff was removed and replaced due to recurring incontinence, "air system".

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.